Manufacturer narrative:
The available information does not support that there was a device malfunction related to this event. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed. Preliminary results support that the involved device was functioning as intended.

Event description:
The customer reported not receiving a red asystole alarm.